Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue with multiple call service 052 alarms in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the pump black box data showed evidence of call service (052 and 054) alarms. No alarms occurred during investigation. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.